Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that patient had uncomfortable stimulation. Patient indicated she had the device set yesterday and it was set fine but then all last night "its like its messing with the nerve in right leg" and causing her toes to flex forward and was vibrating. Patient reported once the stimulator stopped stimulating the bladder, it released it. She turned stim down to 1.85v and this was ¿ not as bad¿ but was still ¿messing with the nerves in her right leg and foot¿. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.